Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 2.5. Time between testing was one hour. Pt's therapeutic range is 2.0 - 3.0. Last dose of coumadin was (B)(6) 2012. Pr milks the finger.

Manufacturer narrative:
Investigation: customer was milking the finger. Per product user guide (precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the finger) stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.3, reference: 2.5, mean 1.90, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint was expected to be returned. In-house therapeutic donor testing with retain strips was performed on reported lot 273311. Donor: 205, inratio results: (3.0, 3.4, 3.4) reference: 3.79, bias threshold: 2.79 - 4.79), %cv: 7.07. Donor 206: (3.3, 2.7, 3.1), 3.55, (2.55 - 4.55), 3.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's improper operational technique may affect test accuracy. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4). Strip lot in complaint has strip code xz9k4 which brick lot number 257215 was assigned and packaged into strip lot numbers (273311 and 273312). (B)(4) total discrepant complaints have been reported for lot numbers 273311 and 273312 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.